Event description:
Per the audiologist in 2007, the patient developed a "anastomotic leak" and granulation tissue. The same month, the patient underwent surgery to remove the granulation. The patient was explanted approx two months later, reportedly due to a foreign body response. No information on reimplantation was provided.

Manufacturer narrative:
This type of event is addressed in the device labeling.